Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, pump was exposed to the sun for a long time heating the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 115 mg/dl.